Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-19246. It was reported that patient presented to the hospital on (B)(6) 2020 with a pocket infection. The infection also seemed to have caused the patient to go into ventricular tachycardia, which the implantable cardioverter defibrillator (ICD) was able to successfully treat. The entire ICD system was explanted on (B)(6) 2020. Patient was reported to be recovering after the procedure.